Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. It was also noted that the ipg and the remote control (rc) had connection issues. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Correction to the initial MDR in block h6.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. It was also noted that the ipg and the remote control (rc) had connection issues. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned.